Manufacturer narrative:
Further clarify the cause for the software issue 1, 2, 4 & 5 related to software 3.23 and earlier.

Manufacturer narrative:
Concomitant medical products: concomitant products-alinity ci-series system software ln # 04v20. Correction/removal number: 3016438761-07/30/21-002-c. Further investigation into issues 1, 2, and 3, identified the following causes. This is a software problem caused by the false implementation of the gate. This issue was embedded in the initial firmware release. Error handling when the pipettor rotation control is blocked by the gate is incorrect. There was no gate to stop sending the test result for the assay which has not completed all activities. In this case, alinity c processing module was sending the test result without flagging an error though the reagent for assays had not been dispensed into the cuvette. The third-party manufacturer (tpm) did not perform a thorough code review and were not able to design a robust test scenario against the fluctuation of the home sensor signal to detect false implementation of the gate. Further investigation into issues 4, 5 and 6 found that the cause of the issues was a failure to create and implement a software requirement regarding a validity read check for the ict calibration due to a lack of design input for the software. A product correction letter was issued on 26jul2021 to all customers with installed alinity ci- series system control module (scm) notifying them of these issues in software versions (B)(4). The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series scm to software version (B)(4) and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
Abbott laboratories has identified potential performance issues with the alinity ci-series software version (B)(6). The following issues and the associated hazard (s) have been identified. Issue: there is the potential on alinity c and alinity I for an expired reagent cartridge to be incorrectly displayed on the reagent status screen with a status of ¿ok¿ and remain in the reagent carousel for sample processing.- this issue has the potential to generate incorrect patient results. Issue: a sample exception with message code 150 ¿unable to process test. Previous processing module error¿ is produced without notifying the operator of a reagent pipettor failure. The processing module transitions into the pausing state. Tests initiated prior to the sample exception may continue to process without dispense of reagents,¿ this issue has the potential to generate incorrect patient results. Issue: performing monthly maintenance procedure 5701 clean ict drain tip incorrectly may potentially cause issues such as damaged connector or leaking connection ¿ this issue has the potential for biological, chemical, physical, or electrical hazards. Issue: alinity c needs a control measure to protect against the potential for short reagent dispense. The addition of a maximum depth limit for reagent cartridges on the alinity c to prevent the potential for a short dispense is needed. ¿ this issue has the potential to generate incorrect patient results. Issue: the reagent and sample manager (rsm) indicators will incorrectly blink green indicating that processing is completed and the rack or cartridge can be removed from the loading area when the rack or cartridge should not be accessed.¿ this issue has the potential of biological and physical hazards. Issue: erroneous ict calibration curves might be generated for the alinity c when there is a malfunction of ict reference solution delivery, use of wrong/evaporated calibrator, defective ict modules, etc.¿ this issue has the potential to generate incorrect patient results. There has been no reported impact to patient management or harm to the user or patient due to any of these issues.

Manufacturer narrative:
Complete information for section h9-correction/removal number: 3016438761-07/30/21-002-c.this supplemental MDR is being submitted to correct section d4 serial number from na to see h11. Continued the information for section d4, serial number - refer to attachment fa26jul2021_list of scm_pdf.pdf.